Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During the procedure, while attempting to withdraw the device, it became stuck on the guidewire. Both were removed together. The procedure was completed using an alternate method. There was no patient complications reported.